Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue during the plunger retraction was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 10f sheath after an impella device procedure. The instructions for use (IFU), under indications section, states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) - failure to follow instructions. Per the instructions for use: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 10f sheath after an impella device procedure. Reportedly, when the plunger was removed no suture was present. Two additional proglide devices were used with the same results. A prostar device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and the prostar device. No additional information was provided.